Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, it was reported that the device was filled with vacuum. The blood that came from the venous line came out of the reservoir filter. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the bubbles were produced after the blood came out of the filter. There was no air observed in the venous line. There was no placement issue with the cannula which allowed air into the venous cannula/line. The venous line was not partially obstructed when the bubbles or foam appeared. There were no implements obstructing the entrance to the venous line. A vacuum assisted venous drainage was not used (vavd) and large amounts of suction and venting were not used. The purge line was run open and it did not connect with the venous drainage tube. The blood came out of the venous inlet filter and the oxygenator ran out of blood because everything drained into the rear filter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.